Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. The connector and torque device were not included with the return. There were some bends and kirks along the hypotube. The distal coil was curled into a corkscrew shape at the tip. The proximal conductive band was broken. The second portion of the proximal conductive band, with the locking core, was included with the return. The break occurred at approximately 7 mm from the proximal end of the wire. The proximal end of the wire does not enter the patient's body. The sensor was intact. The dome had some minor corrosion. The failure was likely the result of a stress fracture that occurred during loading of the balloon catheter. However, it wasn't possible to conclusively determine when or how the reported failure occurred.

Event description:
The diagnostic procedure showed a lad lesion and proceeded with therapeutic intervention using the volcano pressure wire. The predilation and stent placement was completed with no complication. Proceeded to post dilate, loading a balloon catheter onto the wire when they noticed a piece of the pressure wire was broken off in the balloon catheter. Successfully retrieved the piece of wire that was broken off in the balloon catheter, and then proceeded with balloon placement over the same wire as they did not want to lose wire access with the balloon. Once the balloon was placed, they placed a new wire through the interlumen of the balloon to complete the procedure. There was no injury to the patient and patient was discharged as expected.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the device has yet to be returned for investigation. The customer reported no visual damage was observed when the device was removed from the packaging prior to the procedure and all portions of the device appeared accounted for when removed from the patient. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.